Manufacturer narrative:
Analysis found the torque wrench was being incorrectly inserted into the setscrew. The setscrew problem is related to the user¿s use of the torque wrench. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, when the physician attempted to connect the lead to the pacemaker, the set screw was not turning normally and became stuck while it was tightened. As the physician reversed the screw, it had come all the way out of the device and was attached to the end of the hex wrench. The set screw was unable to be removed from the wrench. The physician alleged malfunction on either the set screw or header or both. Another device was used. There were no patient consequences.